Event description:
Complaint alleges that during a spay surgery; the needle holder broke at the screw point. The piece did not fall into the animal, and the animal was not injured. It was reported that the patient current condition is fine.

Manufacturer narrative:
(B)(4). Device history (DHR) was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns; no concerns were noted. Sample of 510445 lot h2 was received for evaluation. The device is broken at the pivot screw. Microscopic inspection of the fracture plane determined that the device degraded over time rather than on a single event. The edge of the scissors features multiple scratches and dents consistent with cutting wire or staples. The device has been stressed by cutting material harder than the thread.